Event description:
Reportedly, the pump was sent to the biomed. Lab from the hospital's anesthesia department. The pump was reported to have delivered less than the set amount when biomed. Checked it during their test. The second test of the pump by biomed. Showed that it functioned fine. The pump is being sent in for evaluation.